Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device does not allow x-rays, after reviewed the event log of the system, found that that there is one-time failure in one of the power supply phases of the equipment, which caused the generator not to start correctly. The fse restarted the system. After restart, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not produce x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse reviewed the event logs and found errors that point to a one-time failure in one of the power supply phases of the equipment, which caused the generator not to start correctly. The fse rebooted the system. After the reboot, the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.